Event description:
The ge oec 9800 fluoroscopy system had reported image quality issues when the interconnect cable was moved. Poor image quality intermittently.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective interconnect cable that was removed and replaced. Additionally, it was noted the system had the "bartow bug" and the software was re-loaded to eliminate that issue that also affects image quality. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.